Manufacturer narrative:
A supplemental report is being submitted for corrections. E1 initial reporter city corrected from (B)(6) to (B)(6) corrected to (B)(6). H9, h10 this report contains an update to the product event summary to reference the formal investigation associated with the reported failure and associated z-number. The previously reported failure and investigation findings remain unchanged. Product event summary: the controller and four batteries (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. External visual inspection of the controller under 10x magnification revealed a hairline crack on power port two. An internal visual inspection did not reveal fluid ingress; however, a crack was found on standoff post one. The hairline cracks on the power ports and crack on the standoff post are not related to the reported event. Based on an internal investigation, the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. An internal investigation was opened to evaluate cracks on the internal threaded posts with controller 2.0. External visual inspection also revealed contamination in power port one and power port two. The contamination is an additional finding, not related to the reported event, likely due to the handling of the device. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed several power switching events due to momentary disconnections involving (B)(6). Log file analysis revealed several momentary disconnections involving (B)(6). As a result, the reported event was confirmed. A power source lubrication procedure was performed on (B)(6) on (B)(6) 2019 to mitigate the reported conditions and the batteries remained in use. A power source lubrication procedure was performed on (B)(6) on (B)(6) 2019 to mitigate the reported conditions and the batteries remained in use. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to f retting corrosion of the controller power port pins. The most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery serial: (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2019-04-30 UDI #: (B)(4). Device available for evaluation: yes, return date: 2019-09-09. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-04-18. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery serial: (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2019-04-30 UDI #: (B)(4). Device available for evaluation: yes, return date: 2019-09-09. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-04-18. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery serial: (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2019-10-31 UDI #: (B)(4). Device available for evaluation: yes, return date: 2019-09-09. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-10-03. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿battery serial: (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2019-10-31 UDI #: (B)(4). Device available for evaluation: yes, return date: 2019-09-09. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2018-10-03. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard lots of beeps. The batteries and controller were power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h10: d4 additional products: d4: bat651254 product event summary: the controller and four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. External visual inspection of the controller under 10x magnification revealed a hairline crack on power port two. An internal visual inspection did not reveal fluid ingress; however, a crack was found on standoff post one. The hairline cracks on the power ports and crack on the standoff post are not related to the reported event. Based on an investigation conducted , the root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. External visual inspection also revealed contamination in power port one and power port two. The contamination is an additional finding, not related to the reported event, likely due to the handling of the device. Failure analysis of the returned batteries revealed that the devices passed functional testing and visual inspection. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each fifteen minute interval. Log file analysis revealed several power switching events due to momentary disconnections involving three batteries. Log file analysis revealed several momentary disconnections involving the same batteries. As a result, the reported event was confirmed. A power source lubrication procedure was performed on two batteries on 30-apr-2019 to mitigate the reported conditions and the batteries remained in use. A power source lubrication procedure was performed on two different batteries on 25-mar-2019 to mitigate the reported conditions and the batteries remained in use. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to fretting corrosion of the controller power port pins. The most likely root cause of the "reported beeps" are most likely attributed to momentary disconnections between the controller and battery. Additional products: d4: serial#: (B)(6); h3: device evaluated by MFR: yes; h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 additional products: d4: serial#: (B)(6) h3: device evaluated by MFR: yes; h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 additional products: d4: serial#: (B)(6); h3: device evaluated by MFR: yes; h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 additional products: d4: serial#: (B)(6); h3: device evaluated by MFR: yes; h6: patient code(s): c76143 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.